Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient experienced vomiting, diarrhea, soreness and itchiness. When a fingerstick was taken before going to the hospital, the cgm reading was 54 mg/dl, and the blood glucose reading was 499 mg/dl. The patient was taken to the hospital by his wife. At the hospital the patient was treated with intravenous vitamins, saline, and fluids. The patient was also given antibiotics, but this was not due to an issue related to dexcom. The patient was discharged after spending less than 24 hours at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.